Manufacturer narrative:
Combination product: yes, the lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. An additional complaint of high impedance in both unipolar and bipolar configurations plus many episodes of non-physiologic lead noise and need to increase atrial pacing threshold was received. Upon receipt, the lead under complaint was found cut 22 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment including the is-1 connector pin was not returned. An additional cut into the insulation was found 21 cm proximal to the lead tip. These cuts probably occurred during the surgery. The lead tip was found stretched and pulled out from the ring electrode, which most likely resulted from the extraction procedure due to tensile stress. The ring electrode was found covered in fibrotic growth. Calcifications are known to cause high pacing impedance and threshold values. Apart from the mentioned damages during the analysis of the distal fragment, no further deviations were found that might have led to the reported fracture. An analysis of the proximal fragment would be necessary to determine the root cause. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Lead was explanted and replaced due to fracture. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. An additional complaint of high impedance in both unipolar and bipolar configurations plus many episodes of non-physiologic lead noise and need to increase atrial pacing threshold was received. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead was explanted and replaced due to fracture. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.